Event description:
This 41 yr old woman had silicone implants at the age 0f 22. She has continued to suffer numerous problems including muscle & joint pain, burning in chest and inside body esp legs. She has ulcers that come & go on legs which are painful & take about a mo to heal. Chronic headaches, fatigue, back pain, insomnia, memory loss, black discharge from nipples. A positive ana w/diagnosis of lupus. Has been in hosp many times w/chronic bladder & kidney problems. She has spurs in her feet and roots of teeth are disintegrated w/abscesses & has had upper teeth extracted. Chronic sinus problem, and depression. Had a hysterectomy w/tumor removed. No sexual libido, and hair loss, digestive problems, allergies and asthma. An MRI in 1994 showed stretched & torn implants containing masses. Pt has no money and is on welfare. This woman needs help in having explanation! Pt has many lab-reports but problems to continue going to drs to try & confirm the above symptoms to be related to implants. The woman is very ill, has no money, no energy & no one to help. She tells rptr baxter has offered pt $20,000 which she has refused. Rptr is sending this report as requested by this woman.